Manufacturer narrative:
(B)(4). The device was returned for evaluation. No device history record (DHR) was possible as the serial number (B)(6) does not appear to be a valid integra identification number. The unit was received with the mayfield lock having up and down movement and the teeth were grinding when rotated. Repair could not duplicate rocker arm movement after the unit was locked. No other issues observed. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the rocker arm of the a3059 mayfield composite series skull clamp was moving when in the locked position. There was no known patient injury or delay in surgery.